Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.